Event description:
The pump was infused slower than it should. Was set to infuse in 3 hours; however, it infused in 4 hours.

Manufacturer narrative:
Device eval results: this incident was identified during an audit of the svc notification database, and has been added to the complaint tracking system. As this incident was originally processed through the svc dept, the operations log is not available for review. B. Braun completed an eval of this pump per the procedure for pump returns, and the reported failure could not be reproduced. The pump was tested per the routine repair testing requirements. As part of the routine testing requirements, the pump was tested for rate accuracy three times. In each test, a volume of 25 ml was delivered at a rate of 125 ml/hr, with the time specifications of 11:09 min - 12:18 min. All three tests passed with results of 11:53, 11:47 and 11:59. Routine preventive maintenance was performed on the pump, and the pump met all final inspection criteria. The facility reported no pt injury related to this complaint. The pump was returned to the customer in (B)(4) 2010. Serial number history has shown that, as of june 2011, this pump has not been involved in any further complaints.